Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an event of insulin flow block alarm on 27-mar-2025 due to blockage in tubing. No further information available.